Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse observed the r flags on the differential parameters and evidence of bad chemistry on the scatterplots. The fse found the leak of fluid coming from the pinch valve (pv43) line which had leaked on top of the solenoid (sol59) causing it to become defective and prevented the pump to stabilize. The fse replaced the sol59 and also re-tubed the line at the pv43 to repair the unit. The instrument performance was verified. Failure mode is the tube at the pv43 that leaked and caused damage to the sol59. The samples gave instrument generated r-flags which alerted the customer to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting r flags (review results) on the differential parameters. While troubleshooting the issue, the customer discovered the leak in the area of quadrant (qd) 3 in the right side of the coulter lh 500 hematology instrument. The customer was unable to locate the source of the leak. The leak was not contained within the unit and a small amount leaked onto the counter. The erroneous results were not reported out of the laboratory. The customer provided one (1) patient sample to illustrate the issue. The printout shows the sample recovering high neutrophils (ne%) with low lymphocytes (ly%) and monocytes (mo%) with instrument generated r-flag and other messages for the differential parameters as compared to the previous run which was considered correct and shows no differential r-flags. The results provided by the customer are shown in the attachment section of this report. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.